Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 21-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: 600ml, flow rate: (2-14ml), procedure: rotator cuff, cathplace: unknown. It was reported the pump was empty. The patient was in pain and was told the pump would last 60 more hours. The estimated time pump was started was friday, on (B)(6) 2025, at 0900 pump at 10ml/hr. The estimated time pump finished was sunday, on (B)(6) 2025, at noon. The patient and patient's spouse verbalized they did not change the rate at any point. The patient and patient's spouse were educated by the registered nurse (rn) upon discharge from the hospital on saturday, on (B)(6) 2025, the pump still had 60-hours left. The pump had been infusing for 24-hours already. The rn assessed the patient and there were no signs and symptoms noted from the fast flow event. There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30289070, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 14-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.